Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (Oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and instrument channel of the subject device. In the evaluation of oekg the following was confirmed, but the causal relationship the reported event was unknown. Bf-q180 (serial number (B)(4). - the distal end cover was damaged. - the insertion tube was deformed and kinked. Bf-uc180f (serial number (B)(4). - between the distal end and bending section was loosen. - the insertion tube was kinked. - the light guide tube was scratched. - there was the possibility that the scope connector had been repaired by a third party. - the ultrasound image was failed due to sound wires broken. - the endoscopic image was disturbed. - the image fiber was damaged. Bf-1th190 (serial number (B)(4). - the light guide lens was scratched. - the insertion tube was deformed and corroded. - the plug unit contact and the venting connector were corroded. Bf-1t60 (serial number (B)(4). - the distal end cover was damaged. - the bending section was deformed. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that 54 patients were infected with mycobacterium lentiflavum. The facility owns olympus bronchovideoscope model bf-q180 (serial number: (B)(4), bf-uc180f (serial number: (B)(4), bf-1th190 (serial number: (B)(4) and bf-1t60 (serial number: (B)(4), and may have been used for these patients, but it is unknown which scope was used for which patient. Also, omsc was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for mycobacterium lentiflavum. It was the same bacteria identified in the patients. The devices had been reprocessed with an olympus automated endoscope reprocessor model minietd2 (not available in the USA). Other detailed information such as the outcome of patients and the number of microbes at the subject device were not provided. Omsc is submitting 54 medical device reports according to the number of the infected patients. This is 40 of the 54 reports.